Event description:
It was reported that during a pta/stenting treatment procedure, deployment difficulties were encountered. The physician used femoral vascular access to reach the femoral target lesion, but upon deploying the sentinol vascular 5x20x135 stent, experienced 'stent jumping'. The stent migrated immediately after placement, but remained fully expanded at the migration site. Two other 5x40 stents were successfully placed. No patient injuries or complications were reported.